Event description:
Device #1 malfunction: suture pulled out of the vessel. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the device was removed, the suture pulled out of the vessel. A second perclose a-t was attempted but when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant information. Device #2 perclose a-t, lot#: 69032-6h, is being filed under a separate manufacturer report number.